Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarms. These messages were displayed during evaluation and found to be caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump displayed the door not fully latched alarm. It was also reported there was no patient injury.